Manufacturer narrative:
Concomitant product UDI for greenlight fiber is (B)(4).

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, when the physician was approximately 10 minutes from finishing the procedure, the console shut off. The console was re-connected and turned on, but the display was black. As a result, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation. Correction to field h6: device codes. Concomitant product UDI for greenlight fiber is (B)(4).

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, when the physician was approximately 10 minutes from finishing the procedure, the console shut off. The console was re-connected and turned on, but the display was black. As a result, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.